Manufacturer narrative:
The reagent lot number is 538665. The expiration date was not provided. A general reagent issue was excluded. The field service representative refreshed the cell rinse vacuum path, including the valves. He replaced the valves in the washing mechanism lines and the negative pressure lines and he replaced the negative pressure membrane. He performed tests and checks that confirmed the module was performing within specification. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable total protein results for 3 patient samples on a cobas 8000 c702 module. Patient 1: the initial result was 12.68 g/dl. The repeated result was 8.15 g/dl. The repeated result was believed to be correct. The sample was repeated because the initial result did not match the patient's clinical history. Patient 2: the initial result was 9.6 g/dl. The repeated result was 6.6 g/dl. Patient 3: the initial result was 9.8 g/dl. The repeated result was 7.1 g/dl. The repeated results were obtained on another module.